Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device having run on due to a sticky trigger was confirmed. Corrosion in the trigger assembly caused the trigger to stick in the activated position. The device was repaired and returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.